Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and dizziness. Oversesnsing on the right ventricular (rv) lead was observed. The lead is still in use. No further patient complications have been reported as a result of this event.